Event description:
Additional information received from the physician/author stated the mean patient weight was 70 kg. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 72-year-old female patient with severe symptomatic aortic stenosis who underwent implant of a medtronic evolut pro bioprosthetic valve.  During the procedure there was difficulty advancing the valve due to aortic enlargement and angulation.  A snare was used to atraumatically pull the valve toward the inner curve of the ascending aorta, which allowed successful positioning and implant of the valve.  Approximately two hours post-implant the patient complained of chest pain.  A computed to mography angiography demonstrated a dissection beginning in the aortic root with a flap pinned behind the anterior aspect of the valve stent frame.  Open surgical repair was considered too high risk for the patient.  As she demonstrated no signs of end-organ malperfusion or dissection propagation, she was instead managed medically and discharged home 72 hours later with plans for follow-up.  At 6- and 12-week follow-ups, the patient remained asymptomatic without dissection flap extension or propagation.  The authors suspected the external force provided by the self-expanding valve stent frame at the distal end of the dissection flap explained the patient¿s stable condition.  At 18-month follow-up, the dissection flap was unchanged and the patient remained asymptomatic.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID envpro-16 (unknown serial/lot); product type: 0195-heart valves citation: sullivan et al. Backed against a wall: iatrogenic type a aortic dissection pinned by transcatheter aortic valve. Struct heart. 2023 nov; 7(6): 100218. Doi: 10.1016/j.shj.2023.100218. Published online 2023 sep 15. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.